Manufacturer narrative:
UDI related data quality updates only. D4 correction: the UDI number is not known as the catalog/model numbers and lot number were not provided. D4 correction: expiration date null changed from na to ni as the lot number is unknown. D4 correction: primary UDI number changed from ni to unknown as the catalog/model numbers and lot numbers were not provided. H4 correction: device mfg date changed from na to ni as the lot number is unknown.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. During the implantation of a lead, the bmw guide wire was attempted to be advanced; however, the guide wire could not advance through the non-abbott coronary sinus left ventricular lumen and became stuck. Therefore, the devices were removed together. A photo provided shows a core separation and stretched coils. Another non-abbott guide wire was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.